Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub was confirmed, but without the physical sample, the exact cause could not be determined. Three photographs were provided for investigation. Each photo shows varying degrees of hub separation from the crimp collar and catheter. One photo shows a gap between the distal end of the hub shoulder and the proximal end of the crimp collar. The clamp is closed over the clamping sleeve. Another photo shows more distance between the hub and the crimp collar. The catheter is visible over the stem at the distal end of the hub. The third photo shows the hub separated from the catheter and crimp collar. The catheter maintained the shape profile of the barbed stem on the hub. It appears that adhesive was located at the proximal end of the catheter. There is no indication that the catheter was assembled incorrectly. Separation of the hub from the catheter and crimp collar can occur from pulling on the hub. Strategic securement of the catheter can help prevent stretching of the catheter tubing.

Event description:
It was reported that the hub detached from the broviac catheter. No harm to the patient was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub was confirmed, and the damage appears to have occurred during use. One broviac 4.2fr s/l catheter was returned for investigation. Three photographs were also provided for investigation. Each photo shows varying degrees of hub separation from the crimp collar and catheter. One photo shows a gap between the distal end of the hub shoulder and the proximal end of the crimp collar. Another photo shows more distance between the hub and the crimp collar. The catheter is visible over the stem at the distal end of the hub. The third photo shows the hub separated from the catheter and crimp collar. The returned sample exhibited evidence of use. The catheter extended 11.9cm from the distal end of the cuff. Residue was observed throughout the cuff fibers. Tape residue remained attached to the clamp and debris was observed in the crevices of the clamp. A 1mm gap was observed between the proximal end of the crimp collar and the distal end of the hub shoulder. The gap on the returned sample appeared smaller than the gap in the photograph. The distal end of the crimp collar was curled inward toward the tubing, exhibiting a proper crimp. The printing on the clamping oversleeve was completely worn from the tubing. There was no indication that the catheter was assembled incorrectly. Separation of the hub from the catheter and crimp collar can occur from pulling on the hub and/or crimp collar. A tactual investigation of the returned sample revealed elastic weakness in the intermediate tubing distal to the clamping oversleeve, which indicates that the tubing was stretched. Strategic securement of the catheter can help prevent stretching and manipulation of the catheter tubing and connector. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the hub detached from the broviac catheter. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the hub detached from the broviac catheter. No harm to the patient was reported.